Manufacturer narrative:
Result: siderail panels leaving exposed sharp edges and vectors. Missing motion interrupt pan.

Event description:
It was reported by service report that that head-end right outer siderail panel was broken with sharp edges, and the motion interrupt pan was missing. No patient involvement or adverse consequences were reported.